Event description:
The customer reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into an outlet known to work and wait at least 30 minutes to see if the pump would begin charging, pump began charging using different charging supplies. No further assistance required.